Event description:
The depuy mitek rep is reporting that a pt had 5 bioknotless anchors for a shoulder repair. The surgeon is reporting that 3 months post op it was discovered that the pt had developed some damage to the joint surface. The anchors were found to be loose in the bone but still in their respective bone holes. The surgeon feels that the anchors were loose enough to have articulated against the humeral head damaging it and the glenoid. The surgeon does not feel that any of the anchor devices left their respective holes and became loose in the joint to cause this damage, again because he found them to still be placed in their bone holes.